Manufacturer narrative:
The device was received with all buttons responding properly. The device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board 1 keypad connector, or stuck button alarm noted during testing. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 9.6 mmol/l at the time of the incident. Customer stated that the scroll bar was not moving with no input. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and was discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.